Event description:
The nurse was priming the IV tubing set with fluids. She observed a white substance in the IV tubing during this procedure that should not have been there. It was stopped by the filter in the tubing.after further occurrences, our facility requested the manufacturer conduct an investigation. The manufacturer has now informed us that the back check valve malfunction is the result of particulate matter in the valve.